Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of air flow from device is not sufficient. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre and observed the device contaminated, device fail in pca with electrical damage. The customer complaint was not reproduced. There was three error codes have been identified. The device was scrapped.

Manufacturer narrative:
The manufacturer previously reported on ds2adv auto CPAP device in MDR 2518422-2024-075374. This report was submitted inadvertently of the previously submitted report. The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of air flow from device is not sufficient. There was no report of serious injury or harm. The device was returned to thirty party service center. During evaluation of the device there was no visible physical electrical damage to the pcba. Hence this complaint is considered as not reportable.